Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found no significant anomaly. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored and after a full normal recharge, the ins passed functional testing.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the patient would be seen for their post operative appointment on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that that their implantable neurostimulator (ins) hadn¿t worked in over a year. The ins was suspected to be in an overdischarge state. It was also reported that the patient had issues charging the device, although they were able to get all coupling bars. It was noted that the manufacturer representative didn¿t have a clear understanding about what the difficulty with recharging was. The patient also mentioned that their recharger might not work or that their dog might have damaged it. The patient¿s ins was replaced a day prior to the date of this report, and the patient received a new recharger and programmer. It was noted that the patient was going to wait to turn stimulation back for a couple of weeks until their post-op appointment. The manufacturer representative was to follow up with the patient. No patient symptoms were reported. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.